Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The customer states they powered on the unit and the screen was dark and did not display any content while the unit was operating. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated and the content on the screen was viewable. The device's lcd display was replaced preventively to address the issue. The suspected lcd display was sent to the philips investigation lab (pil) for further investigation. The pil could not duplicate the failure of the lcd display therefore it was determined that the lcd display operates with as designed. The lcd was scrapped.